Event description:
We have been having a lot of problems with plum a+ and plum a+3 infusion pumps at our hospital (greater than 10 events). The infuser fluid diaphragm may be out of specifications (specs). Error codes n250 and n100 may be observed. The root cause appears to be undersized (out of specs) fluid shield diaphragms. This may cause a delay in therapy. There have not been any patient injuries reported. The manufacturer states they will address this issue in the 2nd quarter of 2013.======================manufacturer response for infusion pump, plum a+ (per site reporter).======================hospira will address this issue in the 2nd quarter.======================manufacturer response for infusion pump, plum a+3 (per site reporter).======================hospira will address this issue in the 2nd quarter.what was the original intended procedure?infusion therapy.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.